Event description:
Information was received indicating that the balloon to a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was found to be asymmetrical during pre-use check. The balloon was noted not to inflate on both sides of the tube. There were no reported adverse health effects.